Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, low amplitude measurements, noise and high out of range impedance measurements were observed on the right atrial (ra) lead. The ra lead was removed from the header and cleaned, but the issue persisted. As a result, the ra lead was surgically abandoned. A new ra lead was implanted, but again, noise was observed. As a header issue was suspected, the device was removed and replaced. The replacement ra lead and new device did not show signs of noise. No adverse patient effects were reported.